Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader, charging cable and adapter and no issues were observed. The reader was sufficiently charged. The reader was sent for further investigation and de-cased, no issues were observed upon visual inspection. A power consumption test was performed, and the results were within specification. Issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc freestyle libre reader due to a fast draining battery. Customer reported that the reader was not working and therefore he experienced a loss of consciousness. Customer had contact with healthcare provider and a reading of 21 mg/dl was obtained on the hcp meter. Customer received unspecified treatment and a subsequent reading of 95 mg/dl was obtained on the hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack.. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc freestyle libre reader due to a fast draining battery. Customer reported that the reader was not working and therefore he experienced a loss of consciousness. Customer had contact with healthcare provider and a reading of 21 mg/dl was obtained on the hcp meter. Customer received unspecified treatment and a subsequent reading of 95 mg/dl was obtained on the hcp meter. There was no report of death or permanent injury associated with this event.